Event description:
Patient with heartware therapy for 7 weeks presents with first episode gi bleeding / anemia in the setting of inr 2.1. Patient required 3 units blood transfused and was discharged from hospital with both therapeutic inr + aspirin therapy.